Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention with a small hole sheath. Reportedly, after the plunger was pushed in, it could not be pulled out. Excessive force was required to remove the plunger. The prostyle suture successfully deployed and was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported retraction problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, excessive force was required to remove the plunger. Per the instructions for use, eifu, 'do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The reported IFU deviation would not have contributed to the reported difficulty. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to plunger retraction problem and entrapment include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. The reported IFU deviation would not have contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.